Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced trouble breathing and cardiac arrest while connected to a homechoice pro device. It was reported the patient was "unhooking" from pd therapy, had a "heart attack and dropped to the floor". The caregiver called emergency services and performed cardiopulmonary resuscitation (CPR) for 30 minutes until the paramedics arrived. It was reported the paramedics performed CPR and the patient was jolted three times prior to discontinuing "life saving measures". The patient subsequently passed away at home. The cause of death was cardiac arrest. It was reported an autopsy was not performed. Pd therapy was ongoing prior to and at the time of death. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition a review of the device logs was performed and no issues were found that could have caused or contributed to the reported issue. The sample analysis was performed and a simulated therapy was completed with no issues noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the patient¿s symptoms; therefore, the homechoice pro is no longer considered suspect product in this event.

Manufacturer narrative:
Additional information added to b1 and h1. Should additional relevant information become available, a supplemental report will be submitted.